Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. The operator reported not being able to enter rinseback mode after completion of a routine hemodialysis treatment. Rinseback was not performed due to the amount of time that elapsed, resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
There is no evidence of a device malfunction. The reported blood loss is attributed to the operator not performing rinseback as instructed in the user's guide. The nxstage system one cycler has been used for add'l treatments without any problems. The exact cause of the event cannot be determined. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified. Nxstage medical considers this report closed. No add'l info will be provided.